Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have scratches on display screen possibly due to rubbing against pants pockets customer's blood glucose was 120 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.